Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that shortly after implant, this patient blood pressure decreased and this right ventricular (rv) lead exhibited loss of capture (loc). A computed tomography (CT) scan and an echocardiogram revealed the rv lead perforated the heart wall leading to an acute pericardial effusion. As result, a pericardial drain was placed and the patient underwent a surgical revision wherein the lead was successfully repositioned. The rv lead remains in service and the patient recovered. No additional adverse patient effects were reported.